Manufacturer narrative:
Per the instructions for use (IFU), infections such as septicemia and endocarditis are known potential adverse events associated with the thv procedure. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). The two categories show definite differences in clinical features, microbial patterns, and mortality. Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. In light of this, only reports of prosthetic endocarditis occurring within 60 days of implant, without a known source of infection, would be MDR reportable. According to the literature review, and as documented in a technical summary written by edwards lifesciences, early prosthetic valve endocarditis occurring within 60 days of valve implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most contamination probably occurs intraoperatively. Edwards lifesciences produces and provides sterile tissue bioprosthesis to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprosthesis is remote. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. With the information available, the cause of the early endocarditis was most likely strep mitis bacteremia, and/or may be related to the mechanisms above. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Device is not returning to manufacturer.

Event description:
It was reported by the implant patient registry that a patient with a 9600tfx 29mm sapien 3 transcatheter valve, implanted in the aortic position, underwent an explant procedure after an implant duration of 2 months and 16 days. Per clinical review of the medical record received, approximately three weeks post-implant, the patient developed fevers and night sweats and was placed on IV antibiotics. Ttecho was done 2 months and 9 days post implant and indicated the 29mm sapien 3 valve was well seated with trace pvl, and with an elevated mean gradient of 35mmhg, no evidence of stenosis. The next day a tee was completed and revealed the 29mm sapien 3 exhibited mild central regurgitation, increased gradients, and thickened leaflets which in the setting of bacteremia was consistent with endocarditis. A few days later, the 29mm sapien 3 valve was explanted, which the medical records state was due to endocarditis caused by strep mitis in the bloodstream.

Manufacturer narrative:
A supplemental MDR is being submitted to correct the reportability of the event previously reported. Per the initial report, approximately 2 months and 16 days post-implantation of a 29mm sapien 3 valve in the aortic position, the patient's valve was explanted and replaced with a surgical valve due to strep mitis endocarditis. Test results performed by edwards lifesciences confirm that streptococcus mitis is known to be rapidly killed in the edwards manufacturing processing steps. Thus, edwards' proprietary sterilization processing provides high sterility assurance safety factors in which microorganisms, including streptococcus mitis, could not survive, as these processes achieve a large overkill. This information demonstrates effectiveness against streptococcus mitis by the chemicals used for edwards' sterilization of products (valves). The reported microorganism could not survive in edwards' multi-stage processing or glutaraldehyde terminal sterilant solution and is rapidly inactivated. Edwards lifesciences provides sterile tissue bioprostheses to customers with carefully designed robust sterilization processes for which the efficacy has been demonstrated consistently and which provide a significant safety factor. It can be concluded that the bioprosthetic valve in its sealed package, as supplied by edwards lifesciences, was not the source of infection. There was no allegation or indication an ew product malfunction caused or contributed to this adverse event. Based on this finding, this event is no longer considered to be FDA reportable.